Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support, and additional information could not be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.